Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back. The patient described the irritation as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to the doctor about the irritation. The patient applied hydrocortisone cream and removed the device and the irritation improved. It unclear if the doctor suggested the patient use hydrocortisone cream. Per patient information and authorization log, the patient decided to end use on (B)(6) 2021 due to the comfort issues. It was reported that the doctor was aware of the irritation. Reporting out of abundance of caution. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back. The patient described the irritation as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to the doctor about the irritation. The patient applied hydrocortisone cream and removed the device and the irritation improved. It unclear if the doctor suggested the patient use hydrocortisone cream. Per patient information and authorization log, the patient decided to end use on (B)(6) 2021 due to the comfort issues. It was reported that the doctor was aware of the irritation. Reporting out of abundance of caution.